Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot# is unk. No analysis or conclusions can be drawn without the device or the lot #.

Event description:
An email report was received describing that an unspecified tracheostomy tube had broke where the inner cannula connects to the tracheostomy tube. Upon f/u with the reporter, it was found that he was referring to the snaphead portion of the tracheostomy tube. The reporter did not know the lot #, size, or model of the tube, exact day the event occurred; only that the ear, nose, throat doctor (ent) came to the surgical intensive care unit to replace the tracheostomy tube due to the breakage.